Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A physician reported that patient that have laser assisted procedures complain more of having a foreign body sensation then those that do not have the laser used on them. Additional information has been requested.

Manufacturer narrative:
The reported event cannot be confirmed. The root cause of the reported event cannot be determined conclusively. (B)(4).